Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd luer-lok¿ syringe bulk sterile pharmacy convenience tray, 5 ml, leakage was observed. The following information was provided by the initial reporter: fluid leakage past the first and second rib of bd 5ml syringes.

Manufacturer narrative:
H6: investigation summary: since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that while using a bd luer-lok¿ syringe bulk sterile pharmacy convenience tray, 5 ml, leakage was observed. The following information was provided by the initial reporter: fluid leakage past the first and second rib of bd 5ml syringes.